Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: unk-m-sc-4318, model: sc-4318, serial: unknown, batch: unknown, artg# 156760.

Event description:
It was reported that the patient underwent a revision procedure to replace the patients leads and clik anchors. During the procedure, the physician noticed that the clear part became detached from the metal section of one of the clik anchors when the lead was explanted. The procedure was successfully completed.

Manufacturer narrative:
The infinion cx lead sc-2317-50 serial number: unknown, was returned and analyzed. Visual inspection of the lead revealed that it was cleanly cut. The proximal section of the lead was not returned. This type of damage is a result of a typical explant procedure. No other anomalies on the returned portion of the lead were identified. In addition, no serial number was found on the returned lead. The clik x anchor, sc-4318 lot number 24214474, was returned and analyzed. Visual inspection revealed that the silicone section of the clik x anchor was ripped apart. It appeared that excessive mechanical force was exerted onto the anchor, resulting in the damage to its silicone section. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500,, model: sc-2317-50, serial: (B)(6), batch: 5173840.

Event description:
It was reported that the patient underwent a revision procedure to replace the patients leads and clik anchors. During the procedure, the physician noticed that the clear part became detached from the metal section of one of the clik anchors when the lead was explanted. The procedure was successfully completed. Additional information was received that the reason for the revision procedure was due to high impedances and loss of therapy.